Event description:
It was reported that the pump shut off unexpectedly and that the pump battery was not charging. A replacement pump and charger were sent to customer to resolve the issue. Customer¿s blood glucose value was 120 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.